Manufacturer narrative:
Additional information in h3, h6, h10. H10: one actual sample was received for evaluation with a mini cap on dark blue connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted a hole in the silicone tubing near the occlude feet. Functional testing including clear passage testing was performed with no issues noted. Leak testing was performed and a leak was observed at the location of the hole in the tubing. The reported cracked twist clamp was not verified. The cause of the leak was due to the hole in the tubing; however the cause of the hole was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/12/2021.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.